Event description:
A company representative reported that a surgeon completed the original distractor implantation surgery on a patient, and the patient was subsequently sent home. While at home, the patient's parents noticed that their child appeared to be experiencing feeding difficulty, and they were advised by the surgeon to bring the patient back for a check-up. At this check-up, the surgeon felt that one or both implanted devices may have regressed, and the patient was brought back to the or for further investigation. From what we are aware, the surgeon was successful in making the necessary corrections for the patient.

Manufacturer narrative:
The reported event could be confirmed based on the available device testing related to CAPA ID # (B)(4). Because no additional information were provided only a product related investigation of the returned devices could be performed. Within visual investigation it was found that the returned devices show marks of usage. Each footplate of each returned distractor shows marks of usage resulting from screw insertion and extraction. Furthermore scratches and grooves on the surface of the plates are visible which most likely occurred during explantation while handling with medical instruments (e.g. Forceps). The visual inspection of the thread of the drive shaft of each returned distractor showed no indication for a manufacturing related issue. A functional check of the turning mechanism of the thread of each distractor was performed. Each turning mechanism could be easily activated. Based on the investigation of the returned products and based on the available device testing related to CAPA ID # (B)(4) (stryker health hazard evaluation # (B)(4)) the following hypothesis for the root cause can be concluded: the normal mandible movements and applied loads on the potentially loose distractor footplates led to an increased relative movement between the slider and the threaded rod. As a result the resistance against slider movement (considering friction of components like slider, screws, housing and threaded rod with direct contact) was exceeded and a reverse movement occurred. No indication was found that the determined observation was a design, material or manufacturing related issue. Therefore no further actions are deemed necessary at this time.

Event description:
A company representative reported that a surgeon completed the original distractor implantation surgery on a patient, and the patient was subsequently sent home. While at home, the patient's parents noticed that their child appeared to be experiencing feeding difficulty, and they were advised by the surgeon to bring the patient back for a check-up. At this check-up, the surgeon felt that one or both implanted devices may have regressed, and the patient was brought back to the or for further investigation. From what we are aware, the surgeon was successful in making the necessary corrections for the patient.

Manufacturer narrative:
The reported event could be confirmed based on the available device testing related to CAPA (B)(4). Nevertheless because the device was not returned and no additional information were provided no thorough investigation could be performed which could help for further clarifying of the reported event. Based on the previous performed investigations and based on the available device testing related to CAPA (B)(4) (stryker health hazard evaluation # (B)(4)) the following hypothesis for the root cause can be concluded: the normal mandible movements and applied loads on the potentially loose distractor footplates led to an increased relative movement between the slider and the threaded rod. As a result the resistance against slider movement (considering friction of components like slider, screws, housing and threaded rod with direct contact) was exceeded and a reverse movement occurred. No indication was found that the determined observation was a design, material or manufacturing related issue. Therefore no further actions are deemed necessary at this time.

Event description:
A company representative reported that a surgeon completed the original distractor implantation surgery on a patient, and the patient was subsequently sent home. While at home, the patient's parents noticed that their child appeared to be experiencing feeding difficulty, and they were advised by the surgeon to bring the patient back for a check-up. At this check-up, the surgeon felt that one or both implanted devices may have regressed, and the patient was brought back to the or for further investigation. From what we are aware, the surgeon was successful in making the necessary corrections for the patient.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received, the information will be reported on a supplemental report. Device still implanted in patient.